Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the scope connector (internal) dirty. Based on the results of the investigation, since the reported failure was not confirmed a root cause could not be identified. Additionally, for the other identified failures, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a no image during inspection for use. There were no reports of patient harm.